Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported that his blood glucose reached 33mg/dl while wearing the pod on his abdomen for between 24 and 36 hours. His levels had been up (no value given), so he gave a manual bolus of 18 units which caused his blood glucose to go down to 33mg/dl. He passed out on the bathroom floor. The paramedics broke down his door, gave him glucagon, and the patient was then admitted into the hospital for further treatment. The patient was diagnosed with hypoglycemia. Treatment included IV fluids and a lantus injection. He was given d5w (50% dextrose solution) to bring his levels up, then novolog and lantus to control his levels after. The patient did not put another pod on until the day of his release, to prepare for it later that evening. His basal was also decreased to 0.9 units per hour as a result of this event and his basal 2 program was deleted. The device was thrown away when he arrived at the hospital. All of the patient's settings had been changed by his new endocrinologist prior to this hospitalization.